Event description:
It was reported that there were cracks around the display window of the insulin pump. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with no button response, due to corroded keypad traces. The insulin pump was also received with minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.